Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr xl acetabular system, reason for revision: component loosening. Update from (B)(6) email 25th july 2012: add component to reason for revision, product added (corail), updated med dev. Reason for revision: component loosening (corail). Update - marked legal,added patient details - name, date of birth and date of death, amended hip side right not left, added a stem, amended date of implant, added additional hospitals x 2, added an additional surgeon, added deceased statement, added additional reason for revision. Taken from (B)(6) email dated 3rd feb 2015. Patient name - (B)(6). Date of birth - (B)(6) 1943. Hip side - right. Implant date - (B)(6) 2009. Additional hospital x 2 - (B)(6). Additional surgeon - mr (B)(6). Additional reason for revision - avascular necrosis of the right hip - confirmed by MRI update rec'd 03 february 2015 - notification received from (B)(6) lawyers that the patient is now deceased, date of death was (B)(6) 2015 and the cause of death is unknown. (B)(6) have confirmed that there has been no allegation of a link between the asr implants and the death of the patient. 09 feb 2015 - no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. No explants have been received at lirc for investigation. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision;left asr xl acetabular system;reason for revision: component loosening (corail).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Reason(s) for revision: pain.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.